Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there was difficulty placing the right ventricular (rv) lead. It was suspected that the lead helix was partially extended prior to implant, perhaps while in packaging, and was getting stuck on rv structures. A pinch tool was used to retract the helix and the lead was implanted in the rv as planned. The lead remains in use. No patient complications have been reported as a result of this event.